Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the representative that the 511sd trocar safety shield locked open leaving the blade exposed. The case was completed with the same trocar. There was no consequence to the patient.